Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2013-02137 for a description of the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen on (B)(6) 2009 for a follow-up visit and did not present with any complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.